Manufacturer narrative:
The customer reported problem was confirmed. The customer did not return the device for evaluation. Technical support performed troubleshooting over the phone to determine the customer reported issue of air in line alarm. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported an air in line alarm on their 8100. No patient involvement.